Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. It was reported that the transmitter was removed prior to removing the sensor pod from the patient's body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and a root cause cannot be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the sensor wire was broken. It was stated by the patient that they removed the transmitter prior to removing the sensor pod from the body. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.